Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. Customer stated that inulin pump gives small doses of insulin that doe not kept them down. No harm requiring medical intervention was reported. Troubleshooting was no performed. However; customer will discontinue the use of device.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of apr 23, 2022 found bolus deliveries of 0.025u at 01:02:49.000, 0.025u at 02:02:49.000, 0.05u at 03:02:49.000, 0.025u at 04:02:49.000, 0.1u at 05:02:51.000, 0.025u at 07:17:50.000, 0.05u at 08:02:51.000, 0.025u at 09:12:51.000, 0.025u at 10:02:49.000, 1.6u at 11:52:05.000, 0.025u at 12:42:49.000, 0.025u at 13:17:51.000, 0.025u at 14:02:57.000, 0.025u at 15:07:51.000, 0.025u at 16:02:49.000, 0.025u at 17:02:51.000, 0.05u at 18:02:51.000, 0.8u at 19:03:06.000, 0.2u at 20:10:04.000, 0.025u at 21:52:51.000, and 0.025u at 23:57:51.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.the pump was received with scratched case. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.